Event description:
Initial reporter indicated that their (B) (6) handheld computer will not turn on. The power button/charging indicator light is orange indicating it is charging but screen will not turn on. The consultant removed and reinserted the flashcard and did a reset, and it did not resolve the issue. The product is at the MFR pending completion of product analysis.